Manufacturer narrative:
This issue is being investigated. Return of the device and additional information regarding the incident and the device have been requested. If additional information is obtained, a follow-up report will be submitted. Complaint history was reviewed. No similar reports were found.

Event description:
During a procedure, the scope holder would not get tight enough. A second one was available and the case was completed. After further investigation, the medical staff determined that the issue was with the clamp socket that is intended to support the scope holder and hooks to the bed. The clamp socket would not tighten.

Manufacturer narrative:
The healthcare facility has advised that the device was misplaced and is not available for return. An investigation of the issue is impossible due to lack of information. It has not been possible to confirm the alleged malfunction. Lot number information is not known and device history records (DHR) could not be reviewed. If additional relevant information becomes available in the future, the complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
The procedure being performed was a robotic hiatal hernia. There was no delay and no harm to the patient.